Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.